Event description:
Patient reported obtaining a blood glucose result of 245 mg/dl, while using the suspect device. Patient stated that, based on this value, pt sought treatment at the hospital. Pt indicated that, 30 minutes later, their blood glucose measured 38mg/dl, using the hospital's blood glucose monitor. Patient was treated with an "IV of sugar-water," a glass of orange juice, and gelatin. Patient's current condition: feeling ok. Quality controls had not been run on the system. Technical support requested the return of the suspect product and replacement product was shipped.